Manufacturer narrative:
Product ID: 3093-28, lot# va02r4x, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient fell 2-3 weeks ago and had a return of symptoms. The patient had to start using pads again and had trouble making it to the bathroom in time. It was also stated that there is no relief when the patient would sneeze or cough. The patient felt stimulation right after implant and had to turn it down, but now the patient no longer feels stimulation. The patient was on program 4 at 0.8v and switched to program 1 at 3.2v. Further information has been requested. If more information becomes available, a follow up report will be sent.